Manufacturer narrative:
Method: device not returned.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at level l2. Reportedly, pt had no improvement post procedure and that "still have my back pain." At follow-up visit, the physician said that he "blew out the superior end plate." Pt had no new symptoms and still had radicular pain. No additional info was reported.